Event description:
It was reported the patient underwent a procedure where a drg trial lead was placed on (B)(6) 2017. Following the lead placement the patient began to experience pain in her hip and groin. The lead was removed on (B)(6) 2017 and the patient's pain improved. After the lead removal, the patient experienced headaches, however the physician indicated the headaches were caused by medication the patient was taking.